Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc freestyle libre sensor. Customer reported receiving a "replace sensor" message after 10 days of wear and experiencing a loss of consciousness. Customer was unable to self-treat and received treatment of food, including chocolates, by her husband. No additional treatment was reported. There was no report of death or permanent injury associated with this event.